Manufacturer narrative:
The device was successfully implanted and remains in service with the chronic rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device replacement procedure, the physician experienced difficulty fully inserting the terminal pin of the chronic, competitive right ventricular (rv) lead into the rv port of this device. Mineral oil was used, which allowed the terminal pin to be inserted; however, the terminal pin slid out while tightening the setscrew. During these attempts to connect the lead to the new device, the patient experienced several two to three second pauses in pacing. As the patient was pacemaker dependent, external pacing was required. No additional adverse patient effects were reported.